Manufacturer narrative:
The reported event of stretched helix was not confirmed. Visual inspection found no anomaly on the outer and inner helix, the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker's helix was sprung. The device was retrieved from the patient's body and a blood clot was noted on the helix. The device was not used, and a new one was implanted. The patient condition was stable.